Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the atrial lead. Noise was reproducible in-clinic. Programming changes were made. Patient's condition was fine.

Event description:
New information notes that the previous programming changes didn't resolve the noise issue. Physician will reprogram the device during patient's next in-clinic visit.